Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure the physician attempted to fixate the right atrial lead. After many attempts, the physician was unable to fixate the lead. A replacement lead was used to complete the procedure. The patient was recovering, and in good condition after the procedure.

Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in one piece measuring 52.0 cm. The helix was retracted and clogged with dried body fluid. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. Visual inspection of the lead did not find any anomalies.